Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull a medication. A technical support specialist checked mql and verified the med was not in the patient profile, so then user was able to verify the med order had not been placed and the user placed the order and was able to pull. No additional information was available.

Event description:
It was reported by the customer that bd pyxis¿ medbank mini user was unable to pull medication clonidine for a patient. There were no adverse events or injuries reported based on this incident.